Event description:
It was reported that the patient's tricuspid regurgitation worsened. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Post procedure the physician noted that the transesophageal echocardiogram imaging showed that the patient's tricuspid regurgitation had increased from pre-procedure. No intervention or treatment was performed and the patient was planned to be discharged as scheduled.